Manufacturer narrative:
Image analysis: one still image was provided for evaluation. The image is of a closurefast catheter heating element/ coil which shows signs of overheating/kink damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat the great saphenous vein and posterior accessory great saphenous vein using the catheter cf6-8-100 closurefast, a distal catheter kink, partial detachment and burnt residue on the catheter were identified. The issues were identified after treatment of the great saphenous vein, when the catheter was pulled out to prepare the introducer for treatment of another truncal vein. The catheter lumen was flushed prior to use. Tumescent infiltration and general anesthesia were utilized, and hand compression was applied. The device was exchanged for a closurefast cf7-7-100 catheter, and the procedure was completed without the need for additional treatment. The vein closure was achieved. No patient complications have been reported as a result of this event.